Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device was not used nor implanted, therefore no reason for reoperation.

Event description:
Healthcare professional reported ¿opened a consignment tissue expander and the filler is expired¿. Patient contact did not occur. This record is for an unknown side.